Event description:
It was reported that the patient experienced electrode problems after "trauma" (date unknown). The implant was explanted and a new implant was placed in 2006.

Manufacturer narrative:
This type of event is addressed in the device labeling.